Event description:
The patient underwent generator replacement surgery due to high impedance. The pre-operative interrogation showed high impedance just above 5300 ohms, and the battery was at eos yes. When the new generator was implanted, the high impedance resolved, and no issues with the lead were noted. Internal investigation identified that a change in the timing of the impedance test may result in higher impedances for model 1000 generator compared to those reported by model 103-106 generator. As indicated in the physician & #39;s manual, high lead impedance (& #62;/ 5300 ohms), in the absence of other device-related complications, is not an indication of a lead or generator malfunction. Per the information received to date, the high impedance can be attributed tot he m1000 increased impedance trend. The suspect generator has not been received by the manufacturer to date. No further relevant information has been received to date.

Event description:
It was reported that the patient was referred for generator replacement. Additional information was received indicating that the patient had high lead impedance and was referred for full revision surgery, and the generator showed end of service = yes. No known surgical intervention has occurred to date. No additional relevant information has been received to date.